Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when she expired. Per the pdrn, the patient¿s primary cause of death was a cardiac arrest, secondary to cad and atherosclerosis. The pdrn stated the patient¿s death was unrelated to the any fresenius device(s) and/or product(s). Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred, causing or contributing to the patient¿s cardiac arrest and expiration. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2022. The patient was discovered by his spouse when she awoke in the morning. The pdrn reported the patient passed away peacefully while sleeping. The patient¿s treatment data from (B)(6) 2022 was reviewed, and no alarms were noted. A non-urgent call was placed to emergency medical services (ems), and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was a cardiac arrest, and the secondary causes were coronary artery disease (cad) and atherosclerosis. The pdrn reported the events were attributed to the patient¿s poor cardiac health, and unrelated to any fresenius drug(s), device(s) and/or product(s).

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2022. The patient was discovered by his spouse when she awoke in the morning. The pdrn reported the patient passed away peacefully while sleeping. The patient¿s treatment data from (B)(6) 2022 was reviewed, and no alarms were noted. A non-urgent call was placed to emergency medical services (ems), and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was a cardiac arrest, and the secondary causes were coronary artery disease (cad) and atherosclerosis. The pdrn reported the events were attributed to the patient¿s poor cardiac health, and unrelated to any fresenius drug(s), device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies encountered during the internal inspection. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2022. The patient was discovered by his spouse when she awoke in the morning. The pdrn reported the patient passed away peacefully while sleeping. The patient¿s treatment data from (B)(6) 2022 was reviewed, and no alarms were noted. A non-urgent call was placed to emergency medical services (ems), and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was a cardiac arrest, and the secondary causes were coronary artery disease (cad) and atherosclerosis. The pdrn reported the events were attributed to the patient¿s poor cardiac health, and unrelated to any fresenius drug(s), device(s) and/or product(s).

Manufacturer narrative:
Corrected information: e.2., e.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.